Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported prior to initiating a drainage procedure at an unspecified date, two ultrathane mac-loc locking loop multipurpose drainage catheter's were tested and broke at the hub. Both devices were discarded on site, however, unopened devices will be returned for evaluation. A third device was used to complete the scheduled procedure successfully. As reported, both failed devices did not make patient contact.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation. A review of the documentation and an evaluation of a similar complaint device was conducted during the investigation. Additionally, testing of device from other lots and batches returned from user against this complaint. The customer was unable to return the complaint devices or provide photos for investigation. Additionally, a document based investigation evaluation was performed. The document review included a review of drawings, manufacturing instructions, quality control, validations, product labeling, as well as risk and technical files. Inspection activities are in place to prevent the release of nonconforming product related to the reported failure. There is no evidence to suggest that product was not manufactured to current specifications. The instructions for use (IFU) instruct the user to inspect the product before use to ensure no damage has occurred. A review of the device history record was unable to be performed, as the lot number for the device is unknown. Based on the information provided, the examination of a similar product, and the results of our investigation, a definitive cause was unable to be determined. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.